Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician was reviewing patient¿s transmission and noted that there were times where there were t-wave oversensing (twos) post pace on the right ventricular (rv) lead causing a pause which was followed by ventricular tachycardia (vt). The clinician felt the pause caused by the twos post pace is causing the vt and sometimes subsequent therapies. It was noted that back in 2017 there was a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sic. The clinician as the company technical services for programming options to resolve the twos post pace. The clinician stated they are bringing the patient in for reprogramming. The rv lead remains in use. No further patient complications have been reported as a result of this event.